Event description:
According to the rptr, this prone stander was purchased approx two weeks ago. It is the second stander purchased from this co by the rptr. The stander is used to allow people to weight bear who otherwise are unable to stand. The rptr strapped her daughter into the device while she was working in the garage. Her daughter proceeded to grab the velcro restraint and pull. The velcro restaint opened and her daughter fell hitting her head on the concrete floor. The daughter sustained a laceration which required sutures to close. The daughter also experienced vomiting, but no severe head injury was discovered. The rptr states the design between the two standers they own is different. The first stander they purchased used two straps which clipped into place much like a seat belt. In order to release the straps, the sides of the locking mechanism must be depressed. The new stander uses a "very weak" velcro strap which is easily released by pulling therefore the person is not adequately secured. The co has offered to buy back the device, but the rptr feels the issue of the safety hazard will not be addressed and someone might sustain a serious injury.